Event description:
Customer called reporting her insulin pump delivered on its own while she was sleeping. Customer's blood glucose level is 400 mg/dl. It is high because she has been taking glucose tabs to compensate for the over delivery. She has corrected for the high using the insulin pump. Customer was sleeping when the device delivered an 8.0 unit bolus. Her blood glucose dropped to 29 mg/dl as a result. She woke from her sleep disoriented and sweating. The device's bolus history recorded an 8.0 unit bolus delivery. Customer did not program the bolus. She fears that a hacker may have tampered with her device. She requested a letter of analysis on the device. She declined trouble shooting because she did not have any time. Customer is a nurse. Customer was advised that medtronic constantly monitors and responds appropriately to cyber attacks. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was monitored for 2 days and no unexpected bolus deliveries were noted. Unit received with cracked battery tube threads and a scratched lcd window.